Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the receiver (B)(4) that was used with the complaint device was returned for evaluation on 05/13/2015. A follow-up report will be submitted once the evaluation is complete.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint transmitter was not returned to dexcom. The pediatric share direct receiver ((B)(4) lot number 5198409), being used with the complaint transmitter, was returned on (B)(4) 2015. The pediatric share direct receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. However, a review of the downloaded receiver log confirmed the reported event of an intermittent out of range signal.